Manufacturer narrative:
Per the clinic, the infection has reportedly resolved and patient is using the device successfully. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgery between (B)(6) 2012, in which the internal magnet of the receiver/stimulator was removed to facilitate an MRI. Subsequently, the patient developed an infection around the implant site. The patient was treated with IV antibiotics (date and type not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.